Event description:
This is filed to report clip migration and single leaflet device attachment. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted the mitral valve had a very thick and calcified posterior leaflet. An xtw clip was inserted and deployed on the leaflets. However, shortly after deployment, the clip became mobile on the anterior leaflet. An additional xtw clip was inserted for stability. However, while maneuvering, the clip came in contact with the implanted clip, causing it to detach from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The clip was deployed without further issues. An additional clip was implanted, reducing mr to a grade of 3. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional clip delivery system referenced is filed under a separate medwatch report number.

Manufacturer narrative:
B2: date of death is estimated as (B)(6) 2021. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the reported incomplete coaptation appears to be due to a combination of challenging patient anatomy and procedural conditions. The reported migration appears to be due to challenging patient anatomy. A cause for the reported device damaged by another device (dislodged) could not be determined. A cause for the reported death could not be determined. Death is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. B2: required intervention changed to death. H1: serious injury changed to death.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted the mitral valve had a very thick and calcified posterior leaflet. An xtw clip was inserted and deployed on the leaflets. However, shortly after deployment, the clip became mobile on the anterior leaflet. An additional xtw clip was inserted for stability. However, while maneuvering, the clip came in contact with the implanted clip, causing it to detach from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The clip was deployed without further issues. An additional clip was implanted, reducing mr to a grade of 3. There was no clinically significant delay in the procedure. Subsequent to the initially filed report, the following information was received: a few days after the mitraclip procedure, the patient passed away due to unknown causes. No additional information was provided.